Manufacturer narrative:
(B)(4).

Event description:
It was reported that after left ventricular assist device (lvad) implant procedure, decreased r-wave sensing, low impedance and increased threshold were observed. The device was oversensing lvad noise causing an intermittent inhibition of pacing. Sensitivities was decoupled to resolve the pacing inhibition issue. Dft test was performed and the sensing was found to be adequate at that time. No further device-related issues were noted.